Event description:
Patient (female) had swift plate implanted with eagle sd screws. Approx. 3-months later a revision was performed because 3 of the 4 screws had backed out. The patient was fused, but the surgeon felt it was necessary to remove the plate.

Manufacturer narrative:
No conclusions can be made at this time. The process of screw fixation is technique sensitive and care must be taken to ensure that the screws are properly angled and fully tightened.